Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to receiving a shock. Upon interrogation, the device was found in backup vvi mode. No episodes, alerts or egms could be retrieved from the device. The patient stated while preparing dinner he became light headed and felt vibrations and a shock. The device was explanted and replaced. Failure observed during ICD analysis. It is suspected that the lead might be damaged. The lead remains implanted.